Event description:
The manufacturer received information alleging a ventilator fails service test. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue.